Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular lead was successfully repositioned and the patient was in good condition post procedure. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.